Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the software was exited 2 more times, and the system was restarted. The exams were also deleted and pulled from pacs and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the software was exiting after selecting a patient to move to the merge task. No patient was present at the time of this issue.

Manufacturer narrative:
A software analysis determined that this issue is consistent with a known software anomaly. The issue is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.